Event description:
It was reported that the gastrointestinal videoscope had communication error and screen fuzzy. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.